Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported infection could not be conclusively determined through this evaluation. The reported event of damage to the outer jacket of the pump cable was confirmed through analysis of the submitted images. Review of the submitted log files confirmed the reported driveline power fault alarm; however, a specific cause for the alarm cannot be conclusively determined through this evaluation. The customer submitted 2 photos and 3 x-rays for review. The photos showed the driveline from the exit site to the inline connector. The area of the driveline proximal to the pump-side inline connector bend relief was kinked approximately 90 degrees. The area was also covered with rescue tape. On the outside of the kinked area, a breach was noted that penetrated the rescue tape and the outer jacket. The armor layer was visible; however, no wires were exposed, and the damage appeared to be cosmetic in nature. The x-rays collectively showed the entire length of the pump cable and modular cable. The area of kinking was visualized; however, no signs of wire damage were noted. Review of the submitted controller event log file captured the onset of driveline power fault alarms on (B)(6) 2025 at 10:48:13 that were associated with a pwr_a_broken faults. The alarms were then cleared by the clinician as reported. The alarms did not reoccur for the remainder of the log file. No other notable events or alarms were captured. The pump appeared to function as intended for the duration of the log file. It was reported that the patient was admitted and had a driveline infection. There was a tear in the driveline noted that was covered with rescue tape. New rescue tape was going to be applied as it was seen that damage had come through again. The patient was planned to go to the operating room (or) for driveline revision incision and drainage (I&d). During the procedure, the modular cable connection was touched, and a driveline power alarm occurred. The alarm was cleared, and the clinician attempted to recreate the alarm unsuccessfully. A self-test was run as well. X-rays were reviewed and it was noted that abbott technical services indicated an ¿interesting area¿ on the modular cable side. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 6 also lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. Section 7, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 4 of the patient handbook, ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted and had a driveline infection. There was a tear in the driveline that was covered with rescue tape which had been stable. New rescue tape was going to be applied as it was seen that it had come through again. The patient was planned to go to the operating room (or) for driveline revision incision and drainage (I&d). After a look at the positioning the line at the modular cable connection was touched and a driveline power alarm occurred. The alarm was cleared and then it was attempted to recreate it but was not successful. A self-test was run as well. Log files and photos were sent for review. The event log captured driveline power faults that started on 21jul2025 at 10:48 that were cleared with the monitor and have not returned. The outer silicone layer was compromised according to the photos provided but the kevlar protective layer was not breached. It was noticed that the area was severely kinked. An x-ray was performed, and images were provided. Aside from the kinked area on the pump side of the driveline, there were no other areas of concern that was seen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.